Event description:
It was reported that the physician observed a blue flame at the tip of the tonsil blade. No patient impact reported.

Manufacturer narrative:
At the time of this report the product has not been received for further investigation. A correction action report has been initiated to further investigate this type of failure mode (B)(4).